Manufacturer narrative:
(B)(4).

Event description:
A device involved in the fsca advisory triggered a vibratory alert, however the patient did not inform the physician. During follow-up, the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.